Event description:
Per independent repair center statement, the irc5po2v concentrator was alarming (red light). The key failure was a defective manifold assembly. Additional malfunctions were cabinet filter missing, defective muffler, tie straps, clamp, heat exchanger, sieve beds and preformed tube.